Manufacturer narrative:
(B)(4). The complaint rt040 vented full face mask is currently en route to fisher & paykel healthcare in (B)(4) to determine if it caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the rt040 vented full face mask came with no vent holes. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt040 vented full face mask was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed that a non-vented mask base was assembled instead of a vented mask base, confirming the reported fault. Conclusion: the incorrect assembly of mask base was most likely due to incorrect line clearance during production. We are currently reviewing the process flow to ensure correct line clearance during production. The user instructions that accompany the rt040 mask state the following warnings: "verify that the therapy device, including alarms and safety systems, have been validated prior to use." "This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the rt040 vented full face mask came with no vent holes. No patient consequence was reported.